Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report #: 3006705815-2018-01025. It was reported that the patient's ipg could not be put in MRI mode which could be due to the patient's leads that migrated (reference MFR report: 3006705815-2018-00307). Reportedly, the patient controller (pc) displayed an error message. Diagnostic testing revealed low impedance readings. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post operatively.